Event description:
It was reported that during a procedure for right sylvian bifurcation aneurysm, the perforator bit did not stop spinning at the desired time, this caused a dural tear and the surgeon had to contain a hemorrhage related to that during throughout the procedure. It was also reported that there was a delay as a result of this event. It was further reported that the patient is doing well and the procedure was completed successfully.

Event description:
It was reported that during a procedure for right sylvian bifurcation aneurysm, the perforator bit did not stop spinning at the desired time. It was also reported that there was a delay as a result of this event. It was further reported that there was no medical intervention, no other details at this time.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.